Manufacturer narrative:
Testing by MFR found device fully functional. Add'l follow-up with customer indicated a heartrate slow alarm may have occurred.

Event description:
Report of alleged "no apnea alarm. Found during bench test."